Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose exceeded 400 mg/dl, while wearing the pod between 24 and 36 hours on the abdomen. Upon inspection, it was noticed that the pod was leaking, and the patient was unsure if the cannula was properly inserted into the skin. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. A leak test was performed and no leakages were observed. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula.